Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Alternate backup insulin therapy was unavailable during the call and customer was unresponsive to tandem technical support follow up attempts. There was no adverse impact to the customer¿s blood glucose level.